Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer went to the emergency room and was hospitalized for high blood glucose's. Customer alleges pump/sensor calibration anomaly. Customer alleges insulin flow block alarm. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. There was no "no delivery alarm" noted on the event date (B)(6) 2021 in the pump history file. The insulin pump communicated properly with the guardian link 3 and the test plug. The pump was able to pair with the guardian link 3. The insulin pump was able to calibrate properly and the test value was listed on the insulin pump screen. No communication anomaly, calibration anomaly, sensor updating anomaly, calibration error, change sensor alarm or lost sensor signal alarm noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. No calibration anomaly, unexpected sensor anomaly or unexpected senor alarms noted during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2021 with blood glucose of 400 mg/dl which was treated with intravenous insulin infusion. The customer's current blood glucose was 495 mg/dl. The other blood glucose value was 419 mg/dl. The customer experienced the symptoms such as abdominal pain, nausea, fatigue. The auto mode feature was not active at the time of the incident. The customer declined to troubleshoot for their high blood glucose. The insulin pump will be returned for analysis.